Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm during a basal. Customer did not expose their insulin pump to a high magnetic field. Customer also stated the motor error alarm occurred twice in the past 30 days. The customer was advised to monitor their insulin pump. The customer's blood glucose was 123 mg/dl. No additional information provided.